Event description:
The customer observed falsely depressed sodium and co2 results generated on the architect c4000 processing module for multiple samples. The following data was provided: sid (B)(6): sodium results = 104 mmol/l and 137 mmol/l. Sid (B)(6): sodium results were <100 mmol/l, 140 mmol/l, 105 mmol/l, <100 mmol/l, <100 mmol/l; co2 results were <5 mmol/l, 29 mmol/l, <5 mmol/l, 17 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: sid (B)(6). The customer technical advisor (cta) provided troubleshooting instructions to the customer but the system generated error code: 3382 unable to process test, internal wash pressure (low) error (r1) pipettor. Onsite service support was requested. The field service representative (fsr) inspected the instrument and observed bubbles in the outlet of the internal probe wash pump. The fsr resolved the issue by replacing the bellows and poppets. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for c401616. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the bellows set,incl rod & fitting did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(4) or the (B)(4) was identified.